Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, an a1059 mayfield modified skull clamp was used in an unspecified procedure. The surgeon had a patient in pins however, the clamp made a clicking noise and moved a little while they were prepping. They checked it and the patient seemed secure. There was no reported patient injury. They used it for the rest of the case without any problem but requested for it to be checked. The sales representative checked out the mayfield clamp and it looked well. The sales representative stated that maybe the doctor did not have the lock engaged all the way on the skull clamp; the clamp takes a little effort to fully lock it. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation. The item was initially reported as an a1059 but an a1108 skull clamp was actually received with lot number listed as 087. With respect to the returned unit, it has passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, unit will function properly. The device history record found no issues relating to this device that was manufactured on july 2008 with lot number 087. No abnormalities related to the reported incident were found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint was not confirmed. The root cause is undetermined at this time.